Event description:
Customer called to report the insulin pump went into threshold suspend due to issues with the sensor. Blood glucose reading was 30 mg/dl. The customer stated that the sensor wasn't calibrating. There was also bleeding at the site when the sensor was removed. The customer programmed the insulin pump to activate threshold suspend at 70 mg/dl. The insulin pump did not go into threshold suspend and her blood glucose reading dropped to 30 mg/dl. The customer treated for the low blood glucose and when the blood glucose reading went back up to 90 mg/dl the insulin pump went into threshold suspend. Troubleshooting was performed and the cannula was found to be bent. Advised that the issues may have been caused by the bent cannula. Customer declined troubleshooting for the other reported issues. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)